Event description:
In 2005, while wearing the external equipment, the patient reportedly had no sound percept. External equipment was exchanged. However, the problem was not resolved. Patient was seen at the center for device evaluation. Testing performed by the audiologist and a company representative confirmed that the patient's c1 device was no longer functioning.